Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive when the customer tried to click on the back button. The customer's blood glucose was not impacted. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.